Event description:
The customer contact reported a nondelivery. The customer contact stated that "although the pump display indicated that it was infusing, no fluid flow was noted." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.